Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
A report was received from the USA stating that the device was making a rattling noise. It is known that this device was not in use during surgery. It is unk if there was user or pt injury. It is unk if surgical delay or medical intervention occurred. No add'l info available.